Event description:
It was reported that during the implant attempt, it was not possible to find a location in the atrium where the lead could maintain a threshold. During the repositioning attempts, the lead helix began to have more and more resistance when trying to retract. The physician suspected that tissue was caught in the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.